Manufacturer narrative:
The pump passed the displacement test and self-test. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Hardware low level failure alert confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The product return for an unknown reason. The customer¿s blood glucose level was 282 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.